Event description:
The customer reported regarding a damaged insulin pump. Troubleshooting was performed. The customer stated that the back of the reservoir did stick out, and when he pushed back the insulin came out of the tubing. The customer's blood glucose reading was 180mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk inside the case.